Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One (1) event was reported for this quarter. One (1) device was not available to stryker for evaluation. There were no remedial actions taken. This device is labeled for single-use. Device not returned to manufacturer.

Event description:
This report summarizes 1 malfunction events in which the device broke during use. There was patient involvement. 1 event occurred during a le forte surgical procedure. There was no patient impact.